Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient got a new antenna but it will not connect to the implant. The patient stated that he plugged the antenna in as normal and placed it over the implant and pressed the button to connect but it kept beeping and then showed a question mark in between the stimulator and the icon. The patient reported that it wouldn't connect at all and was not sure if the new antenna was defective or if something was wrong with the implant, but the patient mentioned that if it was the implant then he would get a message to see the clinician if the battery of the implant died. There were no symptoms or further complications reported or anticipated.